Event description:
A malfunction alarm was reported, but no notable events occurred prior to it, and the pump had not been reset in the previous 24 hours. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which resolved the issue. Customer was advised to monitor for any recurrence of the malfunction code and contact support if needed, and was able to continue using the pump without further issues.